Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: post-op x-rays for thoraco-lumbar fusion show rods out of the screw heads at the sacral/il screws. The patient has an flat back and flat sacral slope and it does not appear that lordosis on connection of the sagittal deformity was achieved with the initial surgery. By report fusion had not occurred at the lumbo sacral junction. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent posterior spine fusion surgery at t11-pelvis. Post-op, the set screw on the right pelvic screw popped completely out of the screw head. Solid fusion fused in some areas but not the lumbosacral junction. The patient suffered with pain as a result of this event. Patient underwent revision surgery as a result of this event where the device has been removed from the patient body.

Manufacturer narrative:
Product analysis results: visual and microscopic inspection of the break off screw confirmed witness marks and some deformation on the bottom of the node plain. Examination also revealed some thread damage. Functional check with a sample mas confirmed the screw was still able to thread into the head of the screw without any issues. The damage to the set screw is consistent with rod breakage causing damage to the screw and the threads. If information is provided in the future, a supplemental report will be issued.